Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 27 devices were received for evaluation; 12 events were duplicated during testing. Fifteen events were not duplicated; however the devices were not within specifications. Seven devices were found to be affected by worn/damaged bearings. Fifteen devices were found to be affected by corrosion. One device was found to be affected by corrosion and internal component damage. Three devices were found to be affected by internal component damage. One device was found to be affected by non-stryker components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 27 </noe> malfunction events, in which the device overheated. Eighteen reported events had no patient involvement; no patient impact. Six reported events had patient involvement with no patient impact. Three reported events had no known patient involvement or patient impact.